Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, drawers were offline, preventing user from logging into the cabinet. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline due to the cabinet¿s rear button state. A technical support specialist logged in and checked the button at the back of the cabinet. After verification, the drawers came back online, and the customer successfully logged into the application. The system functioned as intended after the field service engineer repaired the device.